Event description:
The caller reported the tube's pilot balloon leaked. The patient just came out of surgery so they didn't want to reintubate the patient and they put a stopcock on it to keep the air in it. The caller is not sure when the incident happened or if the tube was pretested. It is unknown if the patient was later recannulated.